Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that there was trouble with the users were unable to log in to pyxis. The technical support specialist rebooted the server, stopping and restarting all services. Initially, the pes website showed an error 503, which was resolved by restarting the application pool using the cfnservice identity in iis. Although the pes page loaded successfully, users still faced authentication issues. Investigation revealed that the ad synchronization service had failed to start due to outdated credentials. The tss updated the account password, restarted the service, and confirmed it was functioning. Further checks showed the cfnservice password needed updating in the pes interface setup under user domains. After saving the changes, users were able to log in successfully. The csc agent completed knowledge article to address the issue, and customer verified resolution. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported by the customer that a bd pyxis¿ es server had login issue, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ es server had login issue, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.